Manufacturer narrative:
The physician indicated that the adverse event was not life threatening and the effusion was mild in nature. After drainage, the patient was kept under observation for some time and then subsequently released from the facility. The patient's condition improved post event, the prognosis for the patient was satisfactory, and the physician stated it was unknown whether the product contributed to the adverse event. The catheter involved in the procedure was discarded by the facility. No further information has been provided by the facility regarding the patient or the procedure. If any new information is provided by the customer or if the product is returned to bwi, an analysis will be performed and a 3500a supplemental will be submitted to the FDA as required. (B)(4).

Event description:
Blood pressure was decreased during ablation and cardiac tamponade was observed by echo. The patient's recovery was confirmed after drainage. The patient is in stable condition. The physician commented that it was possible the event occurred during ablation of right atrium isthmus.